Event description:
It was reported that during an endoscopic papillary balloon dilatation procedure, inflation difficulties occurred. The papilla was expanded with a hurricane balloon. The physician then attempted to use a 15-18mm extractor rx retrieval balloon in the bile duct, however, the balloon failed to inflate due to a leak. The procedure was completed with another extractor rx balloon. No patient complications occurred. Patient status is satisfactory.